Event description:
Additional information was received from the patient. It was reported that the patient stated they were not redirected to their hcp, but the agent said they would get a hold of someone to call them, which never happened. The patient called their manufacturer representative and met with them on (B)(6) 2024. The patient had a follow up appointment with their healthcare provider on (B)(6) 2024. When asked what steps were taken to resolve the skipping stimulation, the patient stated that "at this point I am trying to regulate my strength of pulse and bandwidth. This has not worked at this time." The issue had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they were trying to figure out if their controller was working correctly with their leads. Patient stated that if they have the stimulation up too high, their heart starts to race and or the stimulation skips a beat. Patient said if they turn the stimulation down then their heart stops racing and the stimulation doesn't skip a beat anymore. Patient reported that they tried switching groups but that did not help the issue. Agent reviewed the role of the manufacturer rep with the patient. When asked for an event date; patient stated that the issue has been going on for awhile but probably started the first of the year. Agent offered and sent an email to the field. The patient was redirected to their healthcare provider to further address the issue.